Event description:
Lemon size broken blister areas were noted on each buttock in the recovery room post-op when the pt complained of a burning sensation. Surgery had just been completed for a d&c with cold conization.